Event description:
A huber needle set leaked causing a small about of blood loss. It appears the huber needle was faulty. This has happened a few times lately with huber needled. Product reference number lh-0031.